Event description:
Rec'd user facility report indicating an event where a venous line separated from a medcomp ash catheter estimated bloodloss 500cc. Pt lost consciousness. CPR initiated and pt transported to the hosp. Catheter implanted in 1999. Sample is available.